Event description:
It was reported when using the bd pyxis medstation system mc-ea3, main drawer 5 failed and unable to open pocket b2. The customer stated that the malfunction prevented the user from removing medication for a patient. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failure issue did not reproduce, as the customer resolved it. The system functioned as intended after the customer resolved the issue.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the issue was caused by the drawer failure due to medication jam. A field service engineer confirmed that there was no failure found from the device at the time of the visit. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system mc-ea3, main drawer 5 failed and unable to open pocket b2. The customer stated that the malfunction prevented the user from removing medication for a patient. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.